Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that "small stripes" appeared on the side of the pump display. The touchscreen was unresponsive where the stripes are located. There was no reported impact to customer¿s blood glucose level. No additional details were reported for this event.